Manufacturer narrative:
A field service engineer (fse) was dispatched and confirmed the reported issue by review of the error log. Upon review of the error log, the fse found that 2183 x-axis cup transfer cup release failure error also occurred prior to the reported error 6102 occurring. The fse suspected the x-axis cup transfer and after further inspection, found the cup sensor piston was stuck in the up position. This indicated a cup is being held, even though it was empty. The fse found the spring of the cup sensor that pushed the piston back down had some residue in it resulting in the piston getting stuck. The fse cleaned the spring of the cup sensor piston so it was able to move smoothly again. The fse also confirmed the sensor board is working properly. The validated the analyzer by running quality control (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-2000 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2061] tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a dust or dirt problem of the cup sensor piston, cause traced to maintenance.

Event description:
A customer reported 6102 substrate background measurement aborted error on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to replace the substrate. The customer cleaned the substrate line with alcohol five (5) times, added new substrate bottle, primed several times and ensured no bubbles or kinks were present in the line. Tss also had customer ensure the straw inside the substrate bottle was slightly raised. The customer then rebooted the analyzer and attempted to run a daily check, however error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction to h11: previous reference verbiage: the aia-2000 operator's manual under appendix 4: error messages states the following: [2061] tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Corrected reference verbiage: the aia-2000 operator's manual under appendix 4: error messages states the following: [6102] substrate background measurement aborted. Cause: substrate background measurement was suspended due to an event that prevented its continuation. Solution: check the abortion factor.